Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent additional information was requested and the following was obtained: date of the initial procedure? (B)(6) 2018. The diagnosis and indication for the initial surgical procedure. Myomectomy. Date of the second surgical procedure? No further information is available. What is the definition/description of ¿ileus¿? No further information is available. What is meant by ¿release of ileus¿? Treat ileus surgically. Other relevant patient history/concomitant medications: no further information is available. Lot number:the lot number is unknown. What is the physician¿s opinion as to the etiology of or contributing factors to this event? The surgeon commented that, usually, interceed is used as adhesion prevention material, but in this case, adspray was used. As a barrier covering the surface of the uterus, interceed is thicker than adspray. Also, adspray is liquid type. Thus, there is a possibility that adspray could not cover the suture end, and it did not work as adhesion prevention material. Does the surgeon believe there was a deficiency with the stratafix suture? No further information is available. What is the patient¿s current status? The patient has been discharged from the hospital. No further information will be provided.

Event description:
It was reported that the patient underwent laparoscopic myomectomy around (B)(6) 2018 and barbed suture was used on the myometrium. When cutting the suture, the surgeon left the suture end longer than usual to prevent the suture escaping from the tissue. The length of the suture end, meaning the part of the suture between the end of the suture and end point of the last stitch, is unknown. Adspray was sprayed on the surface of the uterus to prevent adhesion. The surgery was completed with no problem. Three to four days after the surgery, small intestinal ileus was observed, so release of ileus was performed laparoscopically. The surgeon opined that there is a possibility that the length of the remained suture end was too long. Another contributing factor was reported to be adspray was used as a barrier covering the surface of the uterus, and a possibility that the adspray could not cover the suture end and it did not work as an adhesion prevention material. The patient has been discharged from the hospital. Additional information has been requested.